Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Regulatory manufacturer reference number: 1627487-2020-01428. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the lead at t7 was explanted and replaced. Effective therapy was restored post operative. Both leads were added due to the inability to identify which lead was located at t7 that was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.